Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin therapy. Customer reloaded cartridge to resolve the issue. During troubleshooting with technical support, customer reported to have used apirdra insulin which is not labeled for use with the pump. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u -100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.